Manufacturer narrative:
Fowler gas spring cylinder.

Event description:
It was reported by service report that the fowler was drifting down with weight on it. The customer reported that they did not know if there was pt involvement of if there were adverse consequences to report.